Event description:
Medtronic received information via a patient advocate call to technical services that approximately 5 months post implant of this bioprosthetic valve, a permanent pacemaker was implanted. 19 months post implant the patient presented with an aortic root pseudoaneurysm. The valve was explanted and replaced with a non-medtronic mechanical valve and hemashield graft. At explant the physician found a circumferential pseudoaneurysm separating the annulus from the wrapped aorta. The coronary buttons were severely displaced. The physician stated that there was nothing wrong with the valve and the event most likely occurred due to poor patient tissue quality and suturing technique. No adverse patient effects were reported. The valve was not returned for analysis.

Manufacturer narrative:
Cardiac dysrhythmias (i.e., heart block) are known potential adverse events per the device instructions for use (IFU) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the heart valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. (B)(4)